Manufacturer narrative:
Device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection did found the smiths tampered seal label was intact and a scratched lcd lens screen. The customer stated problem was confirmed. There was a constant air in line error alarm during investigation. Air detector sensor was defective and inoperable so it was replaced. The root cause could not be determined. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records.

Event description:
It was reported the device displayed the error air detector inoperable. No patient injury was reported.